Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-06538. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During platforming, the burr was advanced on the wire outside of the co-pilot. However, it was noted that the wire was cut. The procedure was completed with another rotawire and burr. No patient complications were reported.